Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report for pneumatic system failure/compressor system lock-up failure was not replicated. The device was put through extensive debug and final testing without duplicating the report. The device's compressor was replaced as a precaution. The device was recertified and returned to the customer. The customer's report for no power on was duplicated and attributed to the compressor. When the compressor locks up it will prevent the device from powering up. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "pneumatic system failure/ compressor system lock-up" message and then would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.